Event description:
It was reported that out of range atrial intrinsic amplitude measurements were recorded for this right atrial (ra) lead resulting in alerts in the remote home monitoring system. Review of stored electrograms (egms) noted farfield r-wave signals on the atrial channel, however, the signals fell into the programmed blanking period and were not sensed by the device. Additional information was received that the ra lead exhibited increased threshold measurements of 2.8 volts during several right atrial automatic threshold (raat) tests. Recent threshold measurements were noted to have returned to 1.1 volts. Additionally, isolated undersensed atrial beats were noted on stored egms, and the ra lead exhibited a small decrease in pacing impedance measurements from 622 ohms to 550 ohms with recent measurements stabilized at 570 ohms. Atrial sensitivity was noted to be programmed to a fixed value of 0.25 millivolts (mv). Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.